Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss in an unknown location, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp pump and cylinders were explanted and a new components consisting of 15cmx12mm cylinders, pump and reservoir were implanted. The previous reservoir was left in patient. Should additional information be received, a supplemental report will be submitted.